Event description:
Info provided indicated that the brakes would hold but the casters would swivel. No injury alleged.

Manufacturer narrative:
Technician found that when the brake was applied they would hold, but swivel. Replaced the brake casters to resolve this issue. Unit located in storage area.